Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: the patient had an inferior vena cava (ivc) filter placed secondary to history of deep vein thrombosis and pulmonary embolism following ureteral stent surgery, on coumadin, which was contraindicated due to acute gastric intestinal bleeding. The inferior vena cava was placed just below the level of the bilateral renal veins without incident. The patient underwent failed attempt at removal approximately three months post ivc filter deployment. Multiple attempts to snare the inferior vena cava filter hook were unsuccessful due it being embedded/endothelialized into the ivc wall. Additional attempts using a balloon inflation and tulip snare were unsuccessful. It was felt that further attempts were not worth the risk, and the procedure was terminated. Approximately six months post ivc filter deployment the patient underwent a second attempt at removal. There was a limb of the inferior vena cava filter completely detached from the ivc filter and was about 1-cm above the filter. This limb was protruding into the vein lumen, attempts to retrieve this free-floating limb were undertaken. The free end of the limb was freed inside the cone and the limb was dislodged and retrieved inside the cone catheter, and was retrieved fully. The inferior vena cava filter itself was somewhat tilted toward the left side of the patient. The hook of the filter was not attached to the wall but was very proximal to the wall. Multiple retrieval devices were used, including a tulip, a cone device and a trilobe device. All these devices would partially get near where the hook of the filter was, was not able to actually dislodge it. After multiple attempts decision was made to abort the case. Final venogram showed some extravasation of contrast from the right side of the interior vena cava. Anticoagulation (heparin) was reversed with protamine and two more venograms starting even lower in the ivc and eventually right at the ivc filter site, were performed and did not show any further extravasation. A CT of the abdomen approximately two years and four months post ivc filter deployment showed no thrombus in the ivc and the ivc in place. A single strut of the filter had fractured and migrated cephalad into the intrahepatic portion of the ivc. Approximately two years five months post ivc filter deployment, a third attempt at removal was also unsuccessful. Completion venogram demonstrated no tears and no extravasation on the cavogram. In addition, the hook of the filter remained embedded in the inferior vena cava. There were no fragmented pieces. Approximately two and a half years post ivc filter deployment, the patient underwent a midline laparotomy for removal of the inferior vena cava filter via inferior vena cava venotomy with primary repair. There were filter legs that were extra caval and threatening penetration of adjacent organs. All visible pieces of the filter were removed. This required removing many filter legs that were extra caval as well as embedded in the wall of the cava. The hook of the ivc filter was also embedded in the posterior wall of the inferior vena cava. The current condition of the patient is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately three months post ivc filter deployment, angiography suggested the filter hook was embedded/endothelialized into the ivc wall. Multiple attempts to dislodge and snare the device were unsuccessful. Approximately six months post ivc filter deployment a filter limb was completely detached protruding into the vein lumen. The inferior vena cava filter itself was somewhat tilted with the hook very proximal to the wall. Multiple retrieval devices were unsuccessful at retrieving the device. Approximately two years and four months post deployment, CT showed a single strut had fractured. Approximately two and a half years post ivc filter deployment, the patient underwent a third failed retrieval. The following month the patient underwent midline laparotomy for removal of the filter via ivc venotomy with primary repair. There were filter legs that were extra caval and threatening penetration of adjacent organs. The hook of the ivc filter was also embedded in the posterior wall of the ivc. All visible pieces of the filter were removed. Therefore, the investigation is confirmed for limb detachment, perforation of the ivc, filter tilt, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2013; MFR date: 09/2012. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the ivc. A detached limb fractured and migrated into the intraphatic portion of the ivc wall. The filter was removed via open abdominal procedure and open chest procedure. The patient experienced pain and scarring, however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later post filter deployment, through the right internal jugular vein approach, attempts to snare the inferior vena cava hook with the gunther tulip system were unsuccessful. Multiple attempts were performed, this in addition over a variety of steerable tiger wire wires to approximate the hook itself. Repeat angiography suggested potentially this was embedded/endothelialized into the inferior vena cava wall. Over 3 tiger wire, multiple inflations at very low atmospheres with a 10x40 mustang balloon were unsuccessful in dislodging the retrieval hook from the vessel wall. Further attempts with the tulip snare were unsuccessful. Intravascular ultrasound was then performed, which suggested that the snare was likely endothelialized. At this point, it was felt that further attempts were not worth the risk, and the procedure was terminated. At cass termination, the patient was clinically, electrocardiographically and hemodynamically stable. The gunther tulip vena caval filter retrieval sheath was removed, and hemostasis achieved with handheld pressure. A very satisfactory result was obtained. After two months, computed tomography scan of abdomen and pelvis with contrast was performed which showed inferior vena cava filter was in place. A single strut of the filter has fractured and migrated cephalad into the intrahepatic portion of the inferior vena cava. After three weeks, attempted retrieval of inferior vena cava filter and retrieval of foreign body was performed for inferior vena cava filter no longer needed and dislodged inferior vena cava filter leg 1 cm superior inferior vena cava filter. Findings showed patent renal veins, patent inferior vena cava, inferior vena cava filter free of clot, inferior vena cava filter tilted the patient's left inferior vena cava filter limb 1-cm above the inferior vena cava filter partially attached to inferior vena cava wall. Procedure details: after gentle traction, the limb was dislodged and retrieved inside the cone catheter and was able to retrieve it fully. After that, analyzed the inferior vena cava filter. It was somewhat tilted toward the left side of the patient. Hook of the filter in a few views looked like it was not attached to the wall, but it looked like it was very proximal to the wall and used multiple retrieval devices, including a tulip, a cone device and a trilobe device. All these devices would partially get near where the hook of the filter was but was not able to actually dislodge it. After multiple attempts of using a guiding catheter to guide the wire and eventually the catheter sheath over what looked like the interior vena cava hook was, decided to abort the case. The patient tolerated the procedure well. After two years and one-month, attempted removal of inferior vena cava filter was performed. At the start of the case, there was the appearance of a filter hook embedded in the wall of the inferior vena cava. They were unable to dislodge the filter hook from the wall. Completion venogram demonstrated no tears and no extravasation on the cavogram. In addition, the hook of the filter remained embedded in the inferior vena cava. There were no fragmented pieces. Procedure details: they used the micropuncture needle and ultrasound access of the right internal jugular vein. Performed a cavogram which demonstrated no thrombus in the inferior vena cava filter and that the hook of the filter was embedded in the wall of the inferior vena cava. Then advanced a sheath with snare in an attempt to engage the filter. This did not seem possible due to the filter being embedded in the inferior vena cava. We therefore advanced a 16 french sheath into the inferior vena cava above the filter. Through this 16 french sheath, we then used a reverse curved catheter as well as a glidewire and a snare to lasso the base of the filter. In this manner, attempted to collapse the filter into the sheath; however, this was unsuccessful. Repeated this maneuver and made several other efforts to disengage the hook of the filter from the wall. However, the hook of the filter remained embedded in the wall. Several of the legs along the right lateral wall did flip superiorly but remained attached to the filter. They were not fragmented. At this point, we performed a completion venogram, which demonstrated no extravasation. There were no apparent complications. After one month, midline laparotomy for removal of inferior vena cava filter via inferior vena cava venotomy with primary repair was performed. There were filter legs that were extra caval and threatening penetration of adjacent organs. All of the visible legs and filter pieces were removed at the conclusion of the operation. Procedure details: there were several tines of the inferior vena cava filter that were outside the caval wall and made a venotomy with an 11 blade. Then extended it with potts scissors. Removed the inferior vena cava filter by gentle traction as well as use of the 11-blade scalpel. With careful dissection, were able to remove all the pieces of the filter that were in the operating field. This required removing many filter legs that ware extra caval as well as embedded in the wall of the cava. The hook of the inferior vena cava filter was also embedded in the posterior wall of the inferior vena cava. This also required dissection with the 11-blade. And now it was able to remove all the filter pieces from the inferior vena cava in the operating field. The patient tolerated the procedure well and went to the post anesthesia care unit for recovery. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava, filter limb detachment, material deformation, filter tilt, and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4 (expiry date: 09/2013), g3, h6(device, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded the wall of the inferior vena cava. A detached limb fractured and migrated into the intraphatic portion of the inferior vena cava wall. The filter was removed via an open abdominal procedure and open chest procedure. The patient experienced pain and scarring, however, the current status of the patient is unknown.